Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender valve was leaking. The blood loss was greater than 250cc. The patient was reported to be fine. The procedure was successful. Additional information was received on (B)(6) 2019. The procedure being performed was a left heart catheterization. The device was leaking around the sheath, taking on air and pulsating around the wire. The patient did not require a blood transfusion due to the blood loss.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.